Event description:
The customer contacted baxter's service center regarding a high drain alarm which occurred on the homechoice (hc) after use. The home patient (hp) reported feeling overfull and that his stomach was large. The patient was performing manual therapy at the time of the call. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. The reported condition was confirmed in the device event log. The cause was insufficient drain-false empty detect and use error; initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.